Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had faced bent cannula issue and had high blood glucose levels, which she self-treated with correction boluses. Reportedly, on arrival in the emergency room, the blood glucose level was 500 mg/dl and the health care professional assessed it as dangerous/ life threatening. The patient was in the emergency room for four hours and was given intravenous insulin. The patient still experienced high blood glucose and diabetic ketoacidosis. Subsequently she was admitted to the hospital. During hospitalization, she received intravenous insulin as corrective treatment which resolved the issue. She was admitted for one and a half week and there was no permanent damage to the patient. The infusion set was used for two days. Currently, she was on multiple daily injections. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. This case has a sister complaint pr ID: (B)(4), which was also reported. No further information available.